Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia while within the first week of pump use, with context of extensive snacking during travel and an insulin set nearing expiration; the user intended to change supplies the following morning and was advised that blood glucose could fluctuate during the learning phase and to follow trainer guidance. Symptoms included polyuria. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, no outside assistance, and subsequent stabilization with blood glucose trending down. Investigation included troubleshooting and education, and ilet system alerting was noted. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia, with possible contributory factors including behavioral and infusion set wear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.